Event description:
The valve was explanted due to an elevated gradient and was replaced with a mechanical valve. The explanted valve was noted to contain a large amount of calcification on the cusps. The pt expired several days postoperatively (date unk). It was reported the surgeon indicated the pt's death was not due to the valve, but due to patient comorbidities.